Event description:
Additional information received reported that the patient did not appear to have been getting adequate therapy after the pump and catheter revision surgery on (B)(6) 2012. The dose was programmed at 300 mcg per day. The patient had increased in spasticity, bedridden, easy fatigue, ringing in the ears, didn¿t feel good, and needed more assistance. The patient consulted with his doctor and the pump dosage was increased to 700 mcg per day. The patient became quite weak and could not stand. The patient had sedation and nausea after he returned to home. The patient was presented to the (B)(6) medical center emergency room on (B)(6) 2012 for further evaluation. Review of the system revealed that patient was positives for nausea, headache, shortness of breath, dyspneic, increased difficulty in ambulation, and increased weakness in his lower extremities. It was also noted that the patient was having trouble controlling his bladder. The pump therapy was reduced from 700 mcg per day to 600 mcg per day. It seemed to provide some help but the patient still continued to feel quite hypotonic in his lower extremities and his gait dysfunction. Therefore, he was admitted for a comprehensive rehab program. He entered program including physical therapy, occupational therapy and speech therapy. He was followed by medical management as well. He tolerated therapies ¿quite well¿ and began to increase his strength in the lower extremities. His pump was further reduced to 550 mcg during that time. The patient was able to ambulate about 200 feet with rolling walker supervision level. The patient was able to ambulate with straight cane, also at contact guard assist up to 100 feet. The patient was scheduled to follow up with the office on (B)(6) 2012. It was noted that the patient¿s abdominal sutures as well as back staples were discontinued. He had ¿good wound healing.¿ refer to manufacturer report # 3007566237-2012-02750 for catheter and pump revision.

Event description:
It was reported that a motor stall occurred related to a magnetic resonance imaging scan (MRI). Following a pump system replacement on 10-4-12, the patient's dose was reduced to 500mcg/day. On (B)(6) 2012, it was indicated that the patient was going for an MRI since he just had spinal surgery but it was not in regards to the pump. There was a concern following the scan that the pump had not restarted. It was confirmed in the pump logs that a motor stall occurred but recovered after the MRI. That same day the patient reported difficulty ambulating and voiding. The patient's dose was reduced again to 300mcg/day and the patient was discharged on (B)(6) 2012. It was noted during a physician visit on (B)(6) 2012 that the patient came in a wheelchair when she normally ambulated with a cane. It was reported per patient, "can't walk" and was "too stiff." The physician then increased the patient's dose to 700mcg/day since the patient had previously been on 749mcg/day with her old pump. That same day, the patient experienced "heavy legs" and still couldn't walk. Other symptoms included nausea, vomiting, dizziness, and light-headedness. The patient was admitted to the emergency room (ER) on friday (B)(6) 2012 and the patient's dose was adjusted. On (B)(6) 2012, it was noted that the patient was back to baseline and began walking with her cane. It was planned that the patient would be discharged the following day. The drug delivered via pump was baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).